Event description:
The hcp reports via outcomes registry that the patient expired in 2006. The cause of death was not known. The patient was in a nursing home prior to death. The drug used in the pump was fentanyl, 1000.0 mcg/ml dose 0.3 mg/day. The hcp reports the pump was last refilled on 8/22/2006. The pump was not explanted and the hcp has no knowledge of an autopsy being performed.